Event description:
During coronary stent procedure, a balloon was inflated resulting in perforation of the rca, right coronary artery. A stent was placed across the perforated area, but the patient developed hypotension that did not respond to vasopressors or fluids. An echo, echocardiogram, was done and confirmed pericardial effusion. A pericardiocentesis was attempted, but the patient arrested. The or team was called and pericardial window done emergently in the catheterization lab. The patient was then taken to the or for CABG, coronary artery bypass graft. Currently in sicu, surgical intensive care unit.